Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions. The reported difficulty capturing the leaflets and poor image resolution appear to be due to patient morphology/pathology (papillary muscle demolition). The reported slda appears to be related to difficulty capturing, device damaged by another device and in conjunction with patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as the third clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: after deployment, second mitraclip xt (lot:40724r1053) detached from anterior leaflet (single leaflet device attachment (slda)) which was facilitated by contact by the third clip xt (lot: 40618r1062).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Imaging was difficult due to pre-existing chordal rupture. Xtw (lot:40826r1097) was implanted without issue. Second mitraclip xt (lot:40724r1053) was then chosen for implantation. Insertion was difficult. One minute after deployment, the clip detached from anterior leaflet (single leaflet device attachment (slda)) which may have been facilitated by contact by the third clip xt (lot: 40618r1062). Xt (lot: 40618r1062) then was implanted to stabilize but after release, this clip also detached from anterior leaflet (slda). Insertion had been challenging. It was not possible to implant another clip so the procedure was ended with mr reduced to grade 2.